Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, it was determined that the motherboard does not start up and does not provide a picture at the video outputs. The housing fan is running at maximum speed. Because no image is displayed, the device information cannot be read out. The error description provided by the customer, "no image, fan turn on noisely" could be confirmed. The most probable root cause is a component failure on the circuit board. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, at the start up, the fan turned on noisily, but don't stop and do that continuously. The screen doesn't display an image if we connect an video output between the tc201 and a screen. The device was sold on (B)(6) 2024, it don't show any other damage than the one described before and it doesn't involve the fault of the customer. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).